Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 538 mg/dl and diabetic ketoacidosis. Customer¿s bg was treated intravenously with fluids of saline and insulin. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, customer's non tandem continuous glucose monitor was not available and as a result, the pump delivered insulin based off the customer¿s personal profile settings and not based off the control iq software settings. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.